Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to do the ground isolation check, to replace the graphical user interface (gui) to breath delivery (bd) cable and run the unit for a while. Covidien was not authorized to evaluate the device.